Event description:
The customer reported that insulin squirted out while priming. Troubleshooting was performed. The infusion set was changed and insulin still squirted out. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with a missing end cap sticker.